Manufacturer narrative:
The suspect device was not returned for evaluation, therefore a definitive root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that this unit is not "oscillating". No further information is available. There was no patient involvement reported.

Manufacturer narrative:
Results of investigation: the device was evaluated by the field service engineer at the customer site. The reported issue could not be replicated. The fse went through both the patient calibration and circuit calibration before 7 year pm. Both are passed within specification. The device works as expected. The device was returned to normal operation after a 7-year pm was performed.